Manufacturer narrative:
Submit date: 4/17/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with the enteral feeding pump. Upon triage on (B)(6) 2018, service found that the unit did not chime when it was powered on.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿service found that the unit did not chime when it was powered on¿. The unit was triaged and the reported condition was confirmed as the device did not tone during start up. The root cause has been isolated to a displaced capacitor. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.